Event description:
It was repoted that during a ptca/stenting procedure, lesion was predilated with a balloon catheter. In attempting to place stent, stent delivery system (sds) had to be pushed forcefully (contrary to IFU). Physician belives this may have caused stent to bunch up on sds, and possibly slide slightly proximal on sds. When sds was inflated, it was noticed that distal end of balloon appeared over-inflated at end of stent. After stent deployment, balloon would not move out of stent. Unsuccessful attempts were made to loosen sds from stent. Pt was treated for hypotension. Suddenly, sds became free of stent and was easily removed. Stent was deployed at its intended site, and there was no injury to vessel. Reportedly, pt is doing well. Additionally, pt was admitted for an acute mi. No other info was reported.